Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that overall bg values met the sg trends well. The observed differences were attributable to the expected lag between bg and sg inherent to the sensing technology and indicated that some calibrations appeared to be estimated values and they were right after a gap. Further follow or investigation was not possible as the user was unresponsive to multiple communication attempts. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.